Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station on critical override. The technical support specialist dialed into the station and confirmed that station already in carefusion support. Then, the tss confirmed that the issue was resolved and station working fine. The system functioned as intended after the technical support specialist verified the device.